Event description:
Customer reported an issue with the passport 2 monitor shutting down which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc rep replaced the cpu board, reprogramed the device, and calibrated and safety tested to factory specifications.